Event description:
At the end of the procedure while removing the wire, a small thread of wire disconnected and remains in the soft tissue in the mid right arm region. Pt has a retained 4.6 millimeter piece of guidewire that is completely encased in her soft tissue and not involving the right basilic vein. After the piece broke off, the wire was not used and thrown away. No lot number is able to be obtained because the PICC was not placed.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval as the device was discarded after the event occurred. A lot history review (lhr) ir not possible as no manufacturing lot number has been provided by the complainant.